Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. The reported difficulty removing the protective sheaths could not be replicated in a testing environment as the protective sheath was not returned. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that it was very difficult removing the protective sheath from the delivery system during prep of the device. More force was used to remove it at which time the delivery system shaft broke into two pieces. There was no patient involvement. A new same size device was used to successfully complete the procedure. There was no reported clinically significant delay in procedure. No additional information was provided.